Event description:
Starting pt on crrt [continuous renal replacement therapy]. Error alarmed that said pbp [peripheral blood pressure] line clamped, dialysate line clamped and replacement line clamped. Attempted two filters of the same lot number on machine number 1 and ordered second machine and another filter of this same lot number gave this same error. All lines re-clamped/unclamped, checked for kinks, and switched from spikes and leur lock to see if this resolved the issue with no success. Baxter called and could not determine a cause for this issue. Different crrt lot number obtained from s&d [supply and distribution] and set immediately worked without issue. Due to trying two different machines and having the same error message only when this lot number was used, we believe it is not a machine issue and is a specific lot issue.